Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acl surgery the suture broke while tightening the loop. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is not confirmed. One unpackaged ar-1588tn-20 was received for investigation. Upon visual inspection, it was identified that the suture returned is not the tightrope® ii abs, implant, or a component of it. No functional testing was performed due to unk condition of the device. No problem found.